Manufacturer narrative:
The subject cv-260sl has not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc investigate the subject cv-260sl to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the subject cv-260sl, a fuzzy screen appeared on the monitor. The user moved the patient to another procedure room and completed the unspecified procedure. The local field service engineer visited the subject facility. The local field service engineer reported the following inspection result: the power switch of the subject cv-260sl is faulty; the reported phenomenon was not reproduced. There was no patient injury reported other than being moved to another procedure room.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-01781. Olympus medical systems corp. (Omsc) could not investigate the subject cv-260sl, because the subject cv-260sl is not returned to omsc. Omsc checked the device history record of the subject cv-260sl, there was no irregularity found. Omsc surmised that the cause of this phenomenon is the following factors. The pcb (sd board, hd board) of the subject cv-260sl which performs color emphasis or graphic processing did not work temporarily, and the phenomenon occurred. The user was using the subject cv-260sl for more than ten years, so it is possible that this phenomenon was occurred by aging degradation of the subject pcb (sd board, hd board). Also, the local field service engineer reported that the power switch of the subject cv-260sl was faulty. However, omsc judged that the failure of the power switch is not a factor of this phenomenon. The instruction manual of the cv-260sl states the corresponding method in case of an abnormality.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-01781 olympus medical systems corp. (Omsc) could not investigate the subject cv-260sl, because the subject cv-260sl was not returned to omsc. The local service engineer investigated the subject device and reported the following investigation results. A lot of dust accumulated on the board inside the subject device. The top cover and the chassis of the subject device were corroded. When the local service engineer jiggled the videoscope cable connector socket of the subject device, the image displayed on the monitor was distorted. Omsc surmised from the local service engineer's investigation results that the cause of this phenomenon was the following factors. The image processing pc board(s) inside the cv-260sl malfunctioned due to the effect of accumulated dust on the pc board, the user handling of the cv-260sl, the storage condition of the cv-260sl and/or the usage environment (temperature, humidity). The videoscope cable connector socket of the subject device is faulty. The instruction manual of the cv-260sl already mentioned the cautions for the device handling.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".